Manufacturer narrative:
Submit date: 10/14/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to medtronic (B)(6) 2016 that a customer had an issue with a safety needle. The customer states multiple reports of coring when piercing rubber topped vials to reconstitute and/or draw up medication. The foreign body is minute and difficult to observe, especially if the label obscures the view, if the label is a similar colour to the label, if there are bubbles or cloudiness to the medication. The foreign body can also stick to the glass. It can be over looked if the nurse does not have the time to let the medication settle and clear.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples of ground cannulae are inspected for proper bead blast to ensure there are no sharp heels that can cause coring, and finished needles are visually inspected for damage. A formal corrective and preventative action was implemented for this reported issue. This complaint will be used for tracking and trending purposes.